Manufacturer narrative:
The introducer sheath was not returned. The dilator tubing was broken at the edge of the hub. Measurements for outer and inner diameter of the dilator met specification. If information is provided in the future, a supplemental report will be issued.

Event description:
There were no issues noted with the intrakit packaging. The device was removed from packaging per IFU. The device was inspected with no issues. The device was prepped and properly hydrated per IFU. No resistance was encountered when advancing the device. No excessive force was used during insertion. The dilator hub detached while in the patient¿s proximal right radial artery. The remaining part was pulled out. No injury reported.